Event description:
MFR representative became aware that the pt had experienced an infection post-implant when reviewing the pt's medical records. There was no record of device explant. Attempts to obtain additional info have been unsucessful to date.